Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "fentanyl", "dexmedetomidine" and "ketamine". Bd interoperability consultant reported the following observations on infusion data: restarts noted-fentanyl at 0345:06 ;dexmedetomidine at 0345:05 and ketamine at 0345:07. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available and d15 - cause not established. Additional information : concomitant med prod/dates, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "fentanyl", "dexmedetomidine" and "ketamine". Bd interoperability consultant reported the following observations on infusion data: restarts noted-fentanyl at 0345:06; dexmedetomidine at 0345:05 and ketamine at 0345:07. There was patient involvement but no harm.